Manufacturer narrative:
Evaluation: results: endoleak, unk cause of endoleak. Evaluation: conclusion: unk cause of endoleak. Secondary intervention required.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approximately 8 month after the stent graft was implanted, there was an aneurysm enlargement suspected to be due to endotension of an unk origin. The physician elected to ligate the lumbar arteries to treat the aneurysm growth. No additional clinical sequelae were reported, and the pt is fine.